Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient was having issues charging their implanted neurostimulator (ins) and the issue began today. The patient stated they put the wireless recharger on the dock to charge and it was not doing anything. The patient noted it had been on there for over an hour and it wouldn't turn on or do anything. The patient confirmed seeing the really fast rapid scrolling battery lights on the recharger. The patient was guided through a hard reset of the wireless recharger but they said nothing happened and the issue was still the same. The issue was not resolved after troubleshooting. A replacement wireless recharger was requested to be sent out.